Manufacturer narrative:
The insulin pump was received with blank display due to corrosion found on the electronics. The unit also had minor scratches on the display window and cracked casing at the display window corners.

Event description:
The customer reported via phone call that her insulin pump had a blank display anomaly; she changed the battery but the blank display persisted. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer tried a new battery cap; the issue was not resolved. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.